Event description:
The contact stated the customer blacked out, and paramedics were called. When paramedics arrived, they tested the customer's blood glucose using their meter and the customer's contour meter. The paramedic's meter read "lo", while the customer's meter read 63 mg/dl. The customer was treated with glucose. Her blood glucose was retested after treatment. The paramedic's meter read 35 mg/dl, and the customer's contour read 119 mg/dl. The customer's glucose was tested for a third time. The paramedic's meter read 120 mg/dl, and the customer's meter read 110 mg/dl. The contact had disposed of the customer's test strips. The meter is to be returned for evaluation, and replacement products will be sent to customer.